Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician was advancing a ruby coil through a non-penumbra microcatheter and encountered resistance. Subsequently, the physician reported that the ruby coil unintentionally detached within the microcatheter. The ruby coil was therefore removed and was no longer used in the procedure. The procedure was completed using the same microcatheter to assist with taking photographs of the vessel; however, no additional coils were used. There was no report of an adverse effect to the patient.